Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital from clinic with lightheadedness, dizziness, orthostatic hypotension, and a hemoglobin level of 7.2 g/dl. Gastrointestinal bleeding was suspected and an upper endoscopy found a proximal jejunum arteriovenous malformation with active bleed. The bleeding resolved with 4 hemostatic clips. The patient was transfused with 2 units packed red blood cells. The patient's medication dose was increased, lowered inr goal, and discharged home in stable condition with hemoglobin of 9.0 g/dl. No further information was provided.

Manufacturer narrative:
A direct correlation between left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.